Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2022 the patient had an emergency backup battery (ebb) exchange due to backup battery faults. The customer submitted log files for evaluation due to several replace backup battery alarms occurring with power cord disconnect once or twice daily. The patient reported no alarms at home. The event log file recorded a few backup battery file during this history. The earliest one recorded was on (B)(6) 2022. All of the events occurred while the white power lead was connected to a power source and the black power lead was disconnected. Each of the events were also associated with an increment in the ebb use count. The last recorded ebb use count value was 107. It was stated that these types of event were usually related to a bent outer pin on the backup battery and recommended to remove and inspect the emergency backup battery and the connector it connect to. A response was received that the ebb was already inspected and exchanged, so the customer had planned on proceeding with a system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the provided event log file. Log files (event and periodic) provided by the customer were reviewed. The event log file contained data recorded from (B)(6) 2022 where intermittent backup battery fault alarms were recorded when the black power cable was disconnected and the white cable was still connected to the power source. Each of the events were also associated with an increment in the ebb use count. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from (B)(6) 2022. The recorded data did not add any new information regarding the reported event. A specific root cause for the backup battery fault alarm recorded in the log file was not able to be determined. The system controller, serial number (B)(6), was not returned for evaluation. Per the additional information, the system controller will not be returned for analysis. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the event log file. The event and periodic log files were successfully returned system controller serial number (B)(6). The event log file contained data recorded from (B)(6) 2022 where intermittent backup battery fault alarms were recorded when the black power cable was disconnected and the white cable was still connected to the power source. Each of the events were also associated with an increment in the ebb use count. The pump support was not affected and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from (B)(6) 2022. The recorded data did not add any new information regarding the reported event. A specific root cause for the backup battery fault alarm recorded in the event log file was not able to be determined. The returned system controller, serial number (B)(6) was in unremarkable condition. The backup battery cover was removed to inspect the backup battery and the ribbon cable connection. The controller was received with the backup battery and the ribbon cable not being connected. Visual inspection of the backup battery pins (sn (B)(6) was unremarkable. The battery manufacturing date was 2021-09-16. The ribbon cable and the connector were also unremarkable. The system controller with the backup battery properly connected was functionally tested using the laboratory equipment and was found to function as intended. The white and black power cables were independently disconnected and the system functioned as intended supported solely by either cable with no atypical alarms being active. Both power cables were disconnected and the system continued to operate supported by the internal emergency backup battery. A full functional test was performed and the system controller passed all test steps. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.